Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) sealant of a 5f mynxgrip vascular closure device (vcd) was found partially deployed out of the slit upon taking the device out of the packaging and prepping it in the normal fashion. Hemostasis was achieved using manual compression for a duration of 20-30 minutes. There were no reports of patient injury. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There were no reports of patient injury. The user was trained in the use of the device. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle and the stopcock was in the open position. The syringe was not received for evaluation, and the procedural sheath was not returned with the device. The advancer tube and the sealant were observed in their manufactured positions. Additionally, the balloon was fully deflated. The device was inspected for anomalies that may have contributed to the reported incident, and no anomalies were observed during the visual analysis. Per functional analysis, an inflation/deflation test was performed on the returned device. The balloon was tested and found to have a leak. As a result, the deployment test could not be performed because the balloon could not be fully inflated and maintain pressure. Per microscopic analysis, visual inspection at high magnification showed a longitudinal tear in the balloon of the returned device. The reported event of ¿sealant-sealant exposed prior to use¿ was not observed through analysis of the returned device as the sealant and advancer tube were in their manufactured positions. However, an additional condition of ¿balloon-balloon loss of pressure¿ was noted in the returned device due to the longitudinal tear found on the balloon. The exact cause of the issue experienced by the customer and the longitudinal tear could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the partially deployed sealant noted when the device was reportedly taken out of the package, especially since the device was received with the sealant in its manufactured position. However, handling factors during prep is possible. Regarding the tear noted in the balloon of the returned device, prepping/handling factors also may have contributed to the issue experienced. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. According to the mynxgrip IFU during the device preparation step, which is not intended as a mitigation, it instructs ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing.¿ it should be noted that if the device was grabbed by the catheter handle instead of the green or gray shuttle hub when being removed from the packaging, the shuttle could detach from the black handle, resulting in the sealant being exposed prematurely. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ per balloon preparation, IFU states, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information reported for review suggest that the reported issue and noted condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the polyethylene glycol (peg) sealant of a 5f mynx grip vascular closure device (vcd) was found partially deployed out of the slit upon taking the device out of the packaging and prepping it in the normal fashion. Hemostasis was achieved using manual compression for a duration of 20-30 minutes. There were no reports of patient injury. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There were no reports of patient injury. The user was trained in the use of the device. The device will be returned for evaluation. Addendum: per pe findings, visual inspection at high magnification showed a longitudinal tear in the balloon of the return device.